Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a battery out limit alarm on the insulin pump. Customer also stated that when they went to bolus they noticed the numbers ramping. Customer's blood glucose reading at the time of the call was 6.5 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded up and down arrow button keypad traces. The insulin pump had normal operating currents and no battery out limit alarm was noted. No unexpected number ramping anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window corner, and a missing end cap sticker.